Manufacturer narrative:
Product complaint # (B)(4). Redacted medical records attached. - attachment: [or report 6.10.19_redacted.pdf, radiology_redacted.pdf, op report 4.12.19_redacted.pdf].

Manufacturer narrative:
(B)(4). Date sent:((B)(6)2020. Additional information received: medical records review by consulting surgeon: on evaluating a complete set of operative and peri operative records, it is my clinical opinion that this ¿anastomotic leak¿ was caused not by stapler malfunction or traditional multi factorial causes of anastomotic leak but rather due to the endoscopic evaluation and high pressure insufflation on post operative day 4 which at the time demonstrated an intact and non leaking anastomosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 8/18/2019. Event date: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that following an unknown procedure, ¿patient had a postoperative leak on post op day 5. Apparently, intraoperatively a leak test was performed which was negative.¿